Manufacturer narrative:
Customer returned insulin pump for an alleged blank display found on [event date]. The insulin pump passed the rewind test, prime/seating test, basic occlusion test active current test, sleep current test and self test. No blank display or pump error 43 alarm noted during testing. Device was received with cracked select button keypad overlay cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, missing reservoir tube o-ring and missing reservoir retainer. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No pump error 43 alarm noted during testing, however, (44) pump error 43 alarm found on jul 01, 2021 started from 5:24 pm to 10:43 pm was found in the pump history files. Device was cut open to perform visual inspection and found corroded motor home switch.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing reservoir tube o-ring, missing retainer, cracked select button keypad overlay, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank display not confirmed. Pump error 43 alarm found in the insulin pump history file due to corroded motor home switch. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump stopped working and alarmed insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.